Event description:
It was reported that during a cholecystectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Eval summary: the analysis results found that the b12lt device was received with the clear lens cracked and the universal seal deformed. During functional testing, the device failed the leak test due to the universal seal condition. No conclusion could be reached as to what may have cause the found seal damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.